Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported open skin with clear drainage at 11 oclock to peristomal skin where convex ring sits. It is in the shape of a slit and measures approx. .38 of an inch. Medical treatment description: (B)(4); surgical strips; sh powder; skin prep.